Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) due to a charge time (CT) of 26.1 seconds. It was noted that the decision was made by the physician not to replace the device due to the patient had never needed therapy from the device. Boston scientific technical services (ts) discussed end of life (eol) behavior. No adverse patient effects were reported.